Event description:
It was reported that during routine check, the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. No patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6), event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The unit was checked by an authorized trained distributor. The distributor¿s field service engineer (fse) reported that the machine is displaying an alarm message" gas loss in iab. Fse reproduced the failure. Cleaned safety disk and performed pim. All test passed. Unit handed over to customer in working condition.

Event description:
N/a.